Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock and inappropriate anti-tachycardia pacing (atp) due to atrial arrhythmia. Data analysis was performed, and boston scientific technical services provided programming options. No additional adverse patient effects were reported. The device remains in-service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock and inappropriate anti-tachycardia pacing (atp) due to atrial arrhythmia. Data analysis was performed, and boston scientific technical services provided programming options. No additional adverse patient effects were reported. The device remains in-service.